Event description:
Account alleged that the bed has no head up function.

Manufacturer narrative:
Account stated that this bed was repaired, no further info is available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.